Event description:
Additional information received. Cause was not determined. Issue not resolved. Per patient husband ¿dr muhanna does not think this is related to stimulator¿attempted to talk with dr muhanna about patient but was unsuccessful. Unknown actions at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, friend/family member) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that yesterday, the patient stood up out of bed to go to the bathroom and patient leaned on the door jam and called for their husband because their legs were collapsing. The patient had no pain, just their legs were going down. The patient took a little bit of a fall. The legs collapsed before the fall. The fall did not do any damage from what they could tell. It never happened before. The patient rep mentioned patient had daytime setting and nighttime setting. The patient was on their nighttime setting when their legs collapsed. The patient rep explained the device did not have automatic reduction yet, patient reduces settings manually because patient could not lay on it when patient was resting. If laying down while on the daytime, the setting stimulation is buzzing and disturbing, so the patient always reduce at night from 4.4 to 3.4 and this has been working fine. The patient experiences no pain. The patient had good pain relief, not 100% but good pain relief. The patient rep also mentioned patient had not been out of bed for about 30 hrs. The manufacturer representative (rep) called the patient back and later submitted a report. The rep reiterates the new right and left leg weakness. The patient was trying to walk and was unable. The patient's doctor directed her to go to ed and was admitted to hospital. At request of the healthcare provider (hcp), the  stimulator turned off. Stimulator assessed on 11/26. Connection check shows all green. Impedance check shows all within normal limits. The hcp would like stimulator to remain off at this time. The issue was resolved at the time of the report.